Event description:
After the subsequent review of the following journal article, arora, r., et al. (2007) "minimally invasive transiliac plate osteosynthesis for type c injuries of the pelvic ring: a clinical and radiological follow-up." Journal of orthopaedic trauma (21 : 9: 595-602). The patients in the study were treated with either an ao (the association for the study of internal fixation) pelvic re-construction plate or a smphysis pubis plate (matta pelvic system, stryker inc., mi). There were patient complications reported within the article but it is unclear which manufacturer's device led to complications. There were two reported plate breakages and one broken screw which did not require additional intervention. There was one reported death from multiorgan failure in the early posto-perative phase. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).